Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 169095f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 169095f met all release criteria prior to product release. There is one similar report for this lot. Additional information was requested via mail on 09/28/2009; via phone on 10/07/2009, 10/15/2009, and 04/05/2010. Additional information was received from the consumer on 03/12/2010. Additional information had been requested from the optometrist. (B) (4). (B) (4).

Event description:
Adverse event(s): "burning sensation felt like "turpentine" in her eyes" (burning sensation), "turned eyes red" (red eyes), "vision in right eye had changed dramatically" (vision impaired), "swollen" (swelling), "pain" (pain), "images looked opaque as if she had a white film over her eyes" (visual disturbance), "discharge in right eye" (discharge). Product problem(s): "none reported" (no information). On (B) (6) 2009, a consumer reported her eyes burned badly and turned red following the use of this product. She stated she tried several sets of contact lenses with the product but her symptoms reoccurred. She reported she took the product to the optical center where she purchased it and spoke to a technician about it. She reported there was some discharge in her right eye, but the technician did not feel that there was any infection. The consumer stated she used an ice pack on her eyes for several hours and they are starting to get better. She reported she has used samples of this product [different bottle] with no problem. On (B) (6) 2009, the consumer reported the burning sensation felt like "turpentine" in her eye. She stated she could not get her contact lenses out so she "peeled" them off. She stated she tried a new pair of contact lenses with this product and the burning reoccurred. She reported she tried a third time, this time wearing the contact lenses straight out of blister pack without rinsing in this product. The consumer stated she did not experience burning but her eyes already hurt from the first two trials. She reported she patched her eyes with ice and stayed in all day. She stated the next day, her swelling went down. She reported she did not store this product with anything that could contaminate it. The customer reported she say her optometrist, who informed her that her eyes were "really bad" and that she may have "fuchs". She stated she can not see well and feels her vision is "opaquey" and "impaired" in her right eye. She noted her other contact felt fine in her left eye. She reported she is going to see a corneal specialist on (B) (6) 2009. She stated she is currently not wearing contact lenses. On (B) (6) 2009, the consumer stated she is still experiencing some eye pain but her eyes are "healing" and have improved considerably. She stated the corneal specialist informed her that he found "no abrasions" and "a partial cataract in the right eye". She reported she is pleased with the outcome of her doctor's visit. The consumer stated she had used this product since june without an event and had no problems until this bottle. She reported the corneal specialist recommended treatment with a sodium chloride ophthalmic ointment, "hot packs" on her eye twice a day, and a nonsteroidal anti-inflammatory drug for pain. She stated she refused dilation to enable her to finish her taxes but the "back of her eye" was examined. The consumer reported she plans on using a hydrogen peroxide-based lens care product and saline solution. On (B) (6) 2010, the consumer reported images looked opaque as if she had a white film on her eyes following the use of this product. She stated her optometrist told her that the guttata in her od had gone from stage one to stage two; however, the corneal specialist told her the guttata was back to stage one and that her cornea was satisfactory enough to wear contacts again. The consumer noted the corneal specialist informed her that her cataract did seem worse, but no surgery was needed. She stated the pain in her right eye is nearly gone, the aching is far less, and her vision had changed a great deal but is getting better.